Manufacturer narrative:
(B)(4). Final analysis found the pulse generator was in backup vvi mode due to elective replacement indicator ¿ eri and multiple bits flipped in the device software. The device was connected to external power supply; the device software download was successfully loaded and normal device function was restored. The reason for the multiple bits flipped could not be determined. (B)(4).

Event description:
It was reported a non-specified symptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient's condition was stable post procedure.